Event description:
It was reported that the ilet pump generated repeated occlusion alerts during a supply change, and a subsequent fill attempt led to an alert 38 indicating a motor stall; the user performed a dry run to 120 units without error, but continued to receive ¿unable to proceed¿ during the press-and-hold step, and experienced difficulty inserting the insulin cartridge, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.